Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, quincke's edema (angioedema), was deemed to meet serious injury criteria of life threatening. The device history record for radiesse dermal filler could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient who was injected with a total of 3 ml (2 x 1.5 ml) of radiesse into cheekbone, nasolabial fold and jawline in (B)(6) 2016. The patient was concomitantly injected with xeomin on the same day into the forehead and glabella. In (B)(6) 2016, after injection of radiesse, the patient experienced discreet ptosis of the medial brow. On (B)(6) 2016, ten days after the injection, the patient experienced a severe allergic shock, swelling around the eyes occurred during the night, clinically impressed as quincke's edema, later with itching and breathing difficulties. The patient informed that an emergency physician came in the night between (B)(6) 2016, the patient was reviewed by a physician who performed testing on food allergies. The patient did not eat or drink anything else than usually. She did not inform the testing physician about the injection treatment because she did not believe injections to be related to the event. After five days, the swelling was nearly gone and the patient was fine, but concerned if the events were related to the injections.